Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of the event, action taken with pd therapy, and the patient¿s recovery status were all unknown. It was also reported the patient did not receive treatment for the event. No additional information is available.